Event description:
It was reported that the pt experienced a loss of stimulation. The pt was riding in a car and had to stop suddenly. The pt felt a "jerk" and then "pain". The pt was unable to reestablish stimulation. The pt's status was considered "fair". Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).